Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. The reported problem could not be replicated during the testing phase. The device underwent bench handling, power cycling, and defibrillator cycle testing, yet the reported issue was not detected. An examination of the device log revealed multiple instances of messages indicating external power connected / external power not connected, followed by a pd reset and a defib/pacer failure message. A pd reset occurs when a crc (cyclic redundancy check) fails to receive a response after four consecutive attempts within a two-second timeframe. In this instance, the pd reset noted in the log was likely a result of the device trying to reset due to fluctuations in the external power connection. It is important to note that no auxiliary breakout cable was submitted for evaluation. Recommended course of action: replace the auxiliary connector harness as a pre-cautionary measure. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "pace defib device failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.